Event description:
It was reported that during a tomofix surgery, when opening the package of the chronos wedge, it was noted that the wedge was broken into 3 pieces; however the surgeon still implanted the broken chronos wedge.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. This is report 1 of 1 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).